Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced high impedances on one lead. The patient continued to receive effective therapy. As a result, surgical intervention may be undertaken at a later date to address the issue.